Event description:
Rptr noted a pump problem. Device was in vitrectomy mode prior to performing vitrectomy. Swapped out unit to complete case. Pt prognosis reported as normal post-op recovery. No injury reported.